Manufacturer narrative:
Retainer ring black. Customer complained on 09/17/2021 has intermittent down button and sensor button. Pump passed self test and displacement test. All buttons function properly. Unit successfully downloaded to thus. Unit passed the keypad voltage test. No damage was noted to keypad assembly and j1 connector on pcb1 was locked properly during visual inspection. Found moisture damage to pcb1 board during visual inspection. No moisture damage noted to keypad traces or motor assembly. The following were noted during visual inspection: corroded electronic assemblies, scratched case and pillowing keypad overlay. The p-cap/reservoir does lock properly. All buttons functioned properly during test. No keypad anomaly noted. Found moisture damage to pcb1 board during visual inspection. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly. Customers stated that numbers were not ramping on their own. Customer stated that the scroll bar was not moving with no input. Customer stated buttons were responding. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.